Event description:
The customer reported via phone call that he got calibration error alert and sensor error alert on the insulin pump. Customer's blood glucose level was 289 mg/dl. The customer was advised that 2 consecutive calibration errors will lead to a change sensor alert. Customer was advised that sensor would need to be replaced. The customer was advised to monitor and call back if further assistance is needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.